Event description:
It was reported that pump screen went dark and would not turn on, with red light blinking around pump button and no vibration, and there were no notable events before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try different charging steps, but pump did not turn on, so technical support arranged replacement pump under warranty, confirmed shipping address, and instructed customer to use multiple daily injections as backup insulin therapy, to place malfunctioning pump into storage mode before returning it with pre-paid label, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to select the option indicating use of a previous pump during setup; customer understood and acknowledged all instructions.